Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that insulin pump buttons sometime have to hit a second time before they will activate. The customer¿s blood glucose level was unknown at the time of incident. Customer stated that the insulin pump had scratches on the screen and does not affect readability. Customer stated that insulin pump had random no delivery alarms and rewinds was slower than past. The insulin pump will not be returned for analysis.